Event description:
Resident was being transferred back to bed via hydraulic lift. While the resident was suspended in the air, her buttocks slid through the opening of the divided leg sling and fell to the floor hitting her head.